Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" during routine device checks. The autopulse platform was tested with different batteries and lifebands, but the system error persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the defective processor board (pca), likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in october 2016 and is 8 years old. Archive data review showed the occurrence of system error - 136 (internal parameter corrupted), confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The root cause of system error - 136 is likely related to corrupted parameters stored in non-volatile memory. The processor board will be replaced to remedy the system error. After service completion, the autopulse platform will undergo functional testing to ensure it meets all criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).